Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2020 by sports medicine and arthroscopy review, titled ¿arthroscopic posterior cruciate ligament primary repair¿. The study reviewed twenty-one (21) patients with knee dislocations treated operatively with an open-repair approach for all ligaments, using arthrex retrobutton. During the < 2-year follow-up period, two (2) patients experienced arthrofibrosis requiring manipulation under anesthesia. Source: "vermeijden, h. D., et al. (2020). ""Arthroscopic posterior cruciate ligament primary repair."" Sports med arthrosc rev 28(1): 23¿29.